Event description:
Patient reported his blood glucose level has been elevated in the 200's mg/dl today. Patient stated his blood glucose reading before the call was 285 mg/dl. Patient's normal blood glucose reading is 109 mg/dl. Patient alleges the infusion device is not delivering his basal insulin. Patient stated the blood glucose monitoring device and infusion device are not communicating; gave a manual bolus through the infusion device. Verified meter and pump are not communicating. Patient reported he is able to bolus to bring down his elevated blood glucose level; has not required any outside assistance. Patient does not have a backup infusion device; will switch to backup of injections. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device and blood glucose monitoring device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Iu tested returned meter with retention pump. Iu was able to pair meter with pump correctly. Iu was able to connect meter to pump using bluetooth communication. Iu was able to transfer data, change setting and limits in the meter to the pump. Iu observed the setting, limit and data transfer changes from the meter were in the pump. Pump and meter communication is acceptable. Meter and pump did not lose connection. Value of 368 mg/dl produced, above hyper warning limit flag was produced. Iu did observe the bolus advice produced was 18.8u. Iu confirmed the amount on the meter and observed that a bolus reaction was sent to the retention pump. Using a solution which mimics the native blood sample, the iu was able to generate a bg value which produced a bolus advice. The iu then performed a manual calculation of the bolus advice and verified the two bolus recommendations were identical. This verifies that the bolus calculator works as intended. Iu was able to view meter memory by accessing the my data field from the main menu screen by pressing the center/select button once the field was highlighted. Iu then selected the view data field by pressing the center/select button once field was highlighted iu observed the programmed data was stored in meter memory correctly. It has been determined that due to a firmware bug the meter may not appropriately remove an unconfirmed bolus from the delta bg correction stack when the manual pump option is chosen on the meter. This issue can occur if the user does not deliver the exact bolus amount as acknowledged on the meter within 10 minutes of the entry. As a result, a possibility of receiving an incorrectly lower bolus recommendation would occur thereby leading to an under delivery of insulin if accepted by the user. This issue only concerns the correction bolus only, and would not affect basal rates or meal boluses. The customer allegation of problems with bolus advice was observed during the investigation of the returned product. This case is set to verified based on the iu's investigation of the customer's allegation.